Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) was being checked, as the patient heard beeping. The beeping was in response to this left ventricular (lv) lead impedance measurement, that was less than 200 ohms. The pace impedance reading during the visit, was stable, and there were no sensing issues. Reportedly, the lv lead impedance had always trended daily low and was sometimes dipping just below 200.  The field representative turned off the audible beeping for the lv lead.  No further actions were taken. No adverse patient effects were reported.

Event description:
Additional information was reported which indicated that the beeping was in response to the right ventricular (rv) shock lead impedance measurement that was greater than 200 ohms. There was no issue with the lv lead. No adverse patient effects were reported.